Manufacturer narrative:
The device history record (DHR) was reviewed, and shows that all acceptance criteria inspections were within acceptable limits during the production process. One unpackaged sample with this customer report. A complete investigation was performed. Visually, there was nothing observed that was out of the ordinary. Testing was conducting for shield extension, shield retraction, shield locking torque, and shield collar/spin. These tests were selected as they would best examine whether the safety mechanism of the syringe worked properly. All test results met the specification requirements. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks and the safety mechanism will deactivate if you do not pull the shield up all the way and twist it. Based on the description provided by the customer they may not have fully activated the safety mechanism. We will continue to trend this issue for future occurrences as part of the complaint review process and to assess the need to initial a formal corrective/preventative action.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the slide safety feature on this insulin syringe does not stay in place. It can be easily retracted.